Event description:
Right anterior tibia atherectomy, contra-lateral access. It was reported that the sxl was advanced into lesion in at and could not advance over wire any further, so no cut was made. Device was pulled back and tip snapped off and remains in artery. Wire was still in artery. Tip remains in occluded artery. Patient status: no injury or medical intervention. Tip remains in occluded artery.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions. There was no issue inside the tip, but the guide wire lumen on the tip is completely torn. The distal end of the tip is missing. The cutter moves freely inside the tip. Probable cause: guide wire management - guide wire prolapse during the procedure.